Event description:
The patient reported they had developed a staph infection following product placement and that part of the lead needed to be surgically removed. The patient indicated they currently receive adequate pain relief therapy from the implanted scs system and that their ability to perform daily activities has significantly improved subsequent to receiving their implant. The patient reported their pre-existing condition of pain currently is under control. Additional information has been requested from the physician. A follow-up report will be sent if additional information is received. See MFR report number 2649622-2007-00904.